Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm. On (B)(6) 2024, it was reported that the patient uses beta bionic ilet pancreas system. The dexcom g7 app showed a "brief sensor issue" message. Shortly after seeing this message, he began experiencing symptoms such as blurry vision, sweating, and an overall feeling of unease. Eventually, he lost consciousness. He does not remember what happened during the time he was unconscious, but upon regaining consciousness, he found himself surrounded by emergency responders who had given him orange juice while he was unresponsive. A fs test was not performed, as his g7 app had resumed and showed a glucose reading of 45 mg/dl. The emergency responders did not take him to the hospital and left approximately 5¿10 minutes after he regained consciousness. Once his cgm values rose to 90 mg/dl, he went home. He stated that he was feeling fine during the call 6 months later. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.